Event description:
While wearing the external equipment, the patient reportedly experienced sound quality issues followed by no sound perception. The patient was seen at the center for device evaluation. External equipment was exchanged. However, the problem was not resolved. Testing performed confirmed that the patient's device was not functioning. Surgery to explant the patient's c1 device is to be scheduled.